Event description:
Boston scientific received information that p-wave measurements were fluctuating and the right atrial (ra) lead impedance measurement was greater than 2000 ohms for one recording. It was suspected there was an intermittent open circuit on the ra lead. Review of the stored electrogram (egm) showed episodes with noise on both channels most likely related to non-cardiac signals and related to potential mechanical lead issue and external electromagnetic interference (emi) sources. There was no asystole as a result of the noise and oversensing as the patient had an underlying rhythm. Device memory review from our engineers confirmed that this device has no resets. A lead leakage in session fault occurred. This type of fault occurs when the device detects energy on the lead generally from electro-cautery. This type of fault is not abnormal and does occur during implant or lead revisions and could explain some of the noise observed in the episodes recorded on that day. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts for additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.